Manufacturer narrative:
Product ID: 3389s-40, lot# v911920, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v911920, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v911920, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37092, lot# 314970001, implanted: (B)(6) 2012, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v911920, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient was concerned over the shape of the implantable neurostimulator (ins), the ins had shifted, and the sharp corners may erode through their skin. Since implant, the ins and leads have been noticeably visible and the patient stated the ins was a ¿small suitcase under their skin.¿ the patient stated the ins was square and the edges were sharp, but it did not bother them. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.